Event description:
Reportable based on device analysis completed on 25sep2024. It was reported that the measurement on the screen was abnormal. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A cross-over approach was used to reach the right sfa-cto with a 45cm non-boston scientific (bsc) introducer sheath. The lesion was crossed, and wiring was performed using a 235cm jupiter s6 guidewire and a non-bsc catheter at the origin of the sfa. When the wire was advanced approximately 5cm, the non-bsc catheter was removed, and the lesion was assessed using the opticross 18 vascular imaging catheter. The wiring continued under intravascular ultrasound (ivus) guidance, and a 90cm mach1 guide catheter was advanced for backup. Due to the calcification of the lesion, the wire was replaced with a jupiter tp15. The procedure proceeded while confirming the lesion with the jupiter tp45 and opticross. During ivus pullback, an abnormality was observed on the screen, where the 1mm scale automatically switched to a smaller scale. Subsequently, the opticross 18 was removed, and the procedure was completed with a different opticross device. A 6mmx100mm sterling balloon was used for further dilation. A 6mmx150mm and 7mmx150mm eluvia stents were placed, and the post-dilation was performed using 6mmx100mm sterling balloon. Ivus confirmed the placement of the eluvia stents, and after final angiography, the procedure was completed. There was no patient injury. However, returned device analysis revealed a twist in the imaging window assembly.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection observed a twist was in the imaging window assembly. Kinks were also observed in the sheath assembly. No damage was found within the telescope section of the device. No damages or failures were observed on the catheter code pcba (ccp) board assembly. Functional inspection of the catheter was performed, revealing the catheter was properly recognized by the imaging system when plugged into the motor drive unit (mdu) and no connection issues or errors were detected during its testing. The impedance test showed an electrical open proximal waveform between 130-140cm from the distal housing. Pullback inspection could not be performed because of the result of the impedance test, which indicated there was a loss of image. Based on the evidence, the reported allegation was unable to be confirmed, as there was no damage found during the functional inspection that could have contributed to the reported issue, and also the auto-pullback could not be performed due to the condition of the device.